Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative indicated there was a problem with the millipore water system at the site. The system was previously decontaminated, but since then there have been problems with the resistivity dropping which affects the water. Upon follow up, the field service representative stated the issue with the water system was corrected and the system now operates correctly. Both instruments at the site were decontaminated and are running without any issues.

Event description:
The customer experienced qc issues for multiple assays and received questionable magnesium gen.2 results for an unknown number of patient samples. Of the data provided for six samples, only the results for two samples were discrepant. Patient sample 1 initial result was 2.7 mg/dl and the repeat results were 1.9 mg/dl twice and 1.8 mg/dl twice. The sample was repeated with a new lot of reagent and the results were 2.7 mg/dl and 2.5 mg/dl. The sample was tested on another cobas c501 and the results were 2.7 mg/dl and 2.1 mg/dl. A corrected report was sent. Patient 2 ((B)(6) male) initial result was 2.8 mg/dl and the repeat result was 1.8 mg/dl twice. The sample was repeated with a new lot of reagent and the results were 2.5 mg/dl and 2.1 mg/dl. The sample was tested on another cobas c501 and the results were 2.5 mg/dl and 1.9 mg/dl. The repeat results were believed to be correct. Information concerning if patient 1 was adversely affected was requested, but it was unknown. Patient 2 was not adversely affected. The reagent lot number was 60611501 with an expiration date of 07/31/2016. The customer had replaced the sample probe as part of troubleshooting. The field service representative initially could not find a cause. He performed corrective maintenance and found the mechanism checks were good and ise checks were good. The customer ran calibration and qc with result within acceptable levels. Precision testing was performed with passing results. The field service representative then found a valve was rusted internally and possibly causing rinse problems. He replaced the valve base and replaced and aligned the ise sipper probe. He performed ise check, precision with several tests with acceptable results. The customer performed qc with acceptable results.